Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vacuum was not able to hold the fragments well during cataract surgery with intraocular lens implant. The surgery was completed on the same day after replacing the console. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One turbid active fluidics management system (fms) in the tray was visually inspected and no obvious defects were found. Surgical residue was in the cassette and manifolds. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The product could be recognized and tested using the console with the current software per procedure. After purging the post-surgical residue and visco-elastic in the cassette and manifold with a lab stock syringe, the product was tested. The product functioned within specification per procedure. Cassette maximum vacuum, aspiration flow rates and irrigation flow rates were measured and met specifications. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received; the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).